Manufacturer narrative:
The device with the lens was returned in the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced the lens to the fill line. The leading haptic is straight. The trailing haptic is folded in onto the optic. This is an acceptable position for advancement. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The device was returned with lens advanced to/stuck at the fill line. The plunger, lens and haptic positions are acceptable. The straight leading haptic may have been interpreted as the reported complaint of "faulty lens". No damage was observed to the product. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Lens may become stuck in the device: ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device . ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Straight leading haptics are not a product malfunction. Straight leading haptics are an acceptable position per the diagrams provided in the dfu. A straight leading haptic may occur: ¿ due to the normal folding variations as indicated the dfu diagrams. ¿ if the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. ¿ if the ovd fill rate is too fast the folding effect on the leading haptic is minimized. ¿ if there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that before an intraocular lens (iol) implant surgery, a lens was faulty and got stuck in the device. Additional information has been requested.